Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported there was a gradual return of symptoms after a storm glass door hit the patient in the buttock in (B)(6) 2016. Stimulation was not felt but it was confirmed therapy was on. During the call, the patient increased settings to 3 volts stating it was a comfortable setting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.